Event description:
Information received by medtronic stated that the insulin pump had a crack at the battery compartment and also had a crack in it's case. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book) and thus download unsuccessful due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. However, unit tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. The following were noted during visual inspection fading serial number label, cracked battery tube threads and cracked case at battery tube side. The unit p-cap/test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. The following were noted during visual inspection fading serial number label, cracked battery tube threads and cracked case at battery tube side the insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.